Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (wrench code 37) has been confirmed. Upon investigation, the monitor was abnormally shutting down intermittently. The cause for the abnormal shutdowns was isolated to a defective u200 programmable logic device on the monitor c/a board. The root cause for the defective u200 component could not be positively identified. No adverse event resulted from the defective u200 component. The pt received a replacement monitor.

Event description:
A (B)(6) male pt called zoll customer support to report that his monitor was displaying a wrench code 37 (multiple abnormal shutdowns). The pt was issued a replacement monitor.